Event description:
It has been reported to philips that the system space is low and the ippc is defective. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the image disk was reconnected and the software was reinstalled, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the space was low. During troubleshooting, the fse found that the ippc was defective. The fse reconnected the image disk and reinstalled the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.